Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2019-05228. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through "a successful case of heart transplantation in japan bridged from left ventricular assist device for 5 years in a patient with severe heart failure" that a heartmate ii patient experienced driveline disconnect and was admitted to the hospital as an emergency due to circulatory failure caused by device malfunction and shock. After replacement of the implantable ventricular assist device (ivad), a driveline infection was found, and they had to be hospitalized for a long time. Despite repeated fatal complications, the patient overcame the crisis. Then, 5 years after the introduction of the ivad, a heart transplant was performed at the university of tokyo hospital, and the patient then returned to society.